Event description:
It was reported that prior to a procedure the device was tested by firing three times. Each time the knife blade would not retract completely. It had to be returned manually. Another device was pulled and used for the procedure.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis found that one ec45a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed as intended.